Manufacturer narrative:
Sophysa has received the returned piece and the product in question has been examined according to our quality control procedure: visual check: valve in original packaging, in m position. Functional control: the valve has been tested through the shell by 2 different operators according to our testing procedure (from position h to l then from position l to h). During these tests, we did not observe difficulties to change the pressure setting. The valve is 100% controlled (pressure/flow characteristics, visual controls, etc.) During the manufacturing. A review of the fabrication record showed no anomalies. The problem could not be reproduced under laboratory conditions.

Event description:
Polaris 2 could not be properly adjusted inside its sterile packaging

Manufacturer narrative:
Waiting for the device to be returned for analyse.

Event description:
Polaris 2 could not be properly adjusted inside its sterile packaging.